Event description:
A customer contacted baxter's global technical service center to report a check patient line alarm at connect yourself on the homechoice(hc) device. The homepatient (hp) stated that there were air bubbles in the patient line. The technical service representative (tsr) assisted the hp with re-priming the patient line. Follow up with the patient revealed that she was not connected. The patient stated that she needed assistance with re-priming the line. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Additional information: this complaint for incomplete prime was not confirmed in the lab due to a lack of sample, therefore, the root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress .